Event description:
On (B)(6) 2009 the patient reported that, starting 3 months ago, both the up and down buttons on his insulin infusion device were not properly responding to button presses. He stated the buttons are raised and pop back up when pressed. He does hear a beep when the buttons are pressed, but there is no vibration. He said his device has not been dropped and has had no water contact. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.